Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 23 jan 2026, arthrex was notified via email of a case study published on january 16, 2013 by the journal bone joint surgical america ¿bone tunnel widening with autogenous bone plugs versus bioabsorbable interference screws for secondary fixation in acl reconstruction.¿ the study reviewed 41 patients identified acl/pcl instability with the bioabsorbable interference screws and tenodesis screw that resulted in the migration of the screw positioning in 2 patients during the 7.5-year follow-up. Ref: kim sj, bae jh, song sh, lim hc. Bone tunnel widening with autogenous bone plugs versus bioabsorbable interference screws for secondary fixation in acl reconstruction. J bone joint surg am. Jan 16 2013;95(2):103-8. Doi:10.2106/jbjs.l.00356.